Event description:
It was reported the patient experienced ¿no stimulation sensation.¿ it was stated there was ¿no known accident or incident related to the complaint.¿ it was reported that while using the patient programmer, the patient was ¿only getting the bottom green light (the 9 volt light)¿ and ¿no beeps¿ when a new battery was inserted. Additional information reported that starting two days prior to report, the patient¿s ¿symptoms had returned and she was stiff and in pain.¿ it was stated the patient¿s implantable neurostimulator (ins) was ¿not turning on.¿ it was also reported the patient experienced a ¿shocking or jolting sensation.¿ it was stated the patient ¿loved her ins.¿ the patient noted that when her stimulation was ¿high, her stomach jumped and she could visually see it.¿ it was additionally reported the patient was ¿getting a flashing light near the ins battery¿ on her patient programmer. It was stated there was a green light next to the patient programmer battery and a green light indicating the ins was on. The patient was redirected to a health care provider (hcp). A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002,: product type: programmer, patient. Product ID: 3998, lot# l97442, implanted: (B)(6) 2002, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. (B)(4).